Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: the first affiliated (B)(6).

Event description:
It was reported the high flow insufflation unit front panel display disappeared occasionally. The issue occurred during a therapeutic laparoscopic surgery. There was no delay and the patient was not under anesthesia. The procedure was completed with the same device. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(to select foreign). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a presumed cause was not identified. Olympus will continue to monitor field performance for this device.